Manufacturer narrative:
Correction: manufacturing location, PMA / 510(k)#. Omit: b17 - device not returned, c20 - no findings available, d15 - cause not established. Additional information: unique identifier (UDI) #, medical device serial #, device manufacture date, device available for eval? Returned to manufacturer on, device eval by manufacturer? Imdrf annex a,g,b,c and d codes and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the report of the pump module that did not infuse was not confirmed through log analysis or replicated during laboratory testing. Laboratory test results performed on the reported suspect device confirmed the pump module to be within specification for rate accuracy and was operating as intended, with no signs of unregulated flow observed. Rate accuracy testing was performed using guidance from aami tir101:2021 fluid delivery performance testing for infusion pumps. To ensure the pump module could alarm, another test infusion was programmed with the reported rate. The fluid side was occluded with pressure scissors, which triggered the ¿occluded fluid side¿ alarm. The roller clamp was closed, resulting in the ¿occluded patient side¿ alarm. Afterwards, the administration set was emptied to confirm the ¿air in line¿ alarm, which occurred as expected, demonstrating proper alarm performance. Alaris system maintenance (asm) was used to perform preventative maintenance (pm) on the suspect device. The pump module did not present any failure. On (B)(6) 2025 at 1:56 pm, the pcu was powered on, the user selected ¿yes¿ to new patient, and the profile ¿tch acute care¿ was selected. At 4:10 pm the infusion was completed (kvo), an alarm for occluded fluid side occurred, the infusion was paused, the unit was selected, the vtbi was changed to 50 ml, and the infusion started. At 4:14 pm the infusion was paused and the unit was channeled off. Alaris system user manual (v12.3.2), states within warnings and cautions ¿do not touch the administration set while closing the door.¿ failure to follow this instruction can result in under infusion. The alaris system user manual (v12.3.2), provides information that addresses several potential causes of under-infusion, including back pressure, incorrect disposable set insertion, and inaccurate container volume estimation. These conditions could not be confirmed for the reported event; however, they represent known risk factors that should be mitigated through proper setup and handling. It should also be noted that variations of head height, back pressure, or any combinations of these may affect rate accuracy. Factors that can influence head height and back pressure are administration set configuration, IV solution viscosity and IV solution temperature. It was noted that there was no patient harm. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported pump did not infuse the medication was not identified or confirmed through log analysis. Inspection and laboratory testing of the device found the pump module infusing within specification. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that the medication did not infuse but the pump stated that it had infused. The pump never beeped for occlusion and only beeped when the infusion was marked as completed, but the medication bag was still full. The pump channel was replaced and it infused appropriately. They verified the amount in the infusion bag is correct. Bd later learned the following information: the event occurred on 5nov2025 at 4:12pm. The infusion was irinotecan (camptosar) with an ordered infusion rate of 66.67mlhr with a volume to be infused of 100ml and a concentration of 100ml & 20mg/20ml. The patient's peripheral inserted catheter was flushed with saline to ensure patency. The patient was admitted for relapsed ewings sarcoma of the chest wall. It was noted that there was no patient harm.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported by customer that the medication did not infuse but the pump stated that it had infused. The pump never beeped for occlusion and only beeped when the infusion was marked as completed, but the medication bag was still full. The pump channel was replaced and it infused appropriately. They verified the amount in the infusion bag is correct. Bd later learned the following information: the event occurred on (B)(6) 2025 at 4:12pm. The infusion was irinotecan (camptosar) with an ordered infusion rate of 66.67mlhr with a volume to be infused of 100ml and a concentration of 100ml & 20mg/20ml. The patient's peripheral inserted catheter was flushed with saline to ensure patency. The patient was admitted for relapsed ewings sarcoma of the chest wall. It was noted that there was no patient harm.